Event description:
An optometrist reported that a pt who underwent bilateral lasik was diagnosed with dry eyes and epithelial ingrowth I the right eye, at the one day postoperative visit. No additional intervention was needed. Dry eyes was noted to be from reaction due to steroid drops. Additional info was requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).